Event description:
Customer's mother called to report the reservoir was leaking. Mother stated that she was doing set change and noticed that reservoir was leaking into compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.